Manufacturer narrative:
Any additional information provided by the customer will be submitted in a follow up report. The suspect device was taken out of service and evaluated by the facilities bio medical department. The customer stated that the device passed all testing and was placed back into service. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the model lap top ventilator 1200 shut off while connected to a patient. The patient was removed from the device, provided positive pressure ventilation via manual resuscitator and placed on a back up device. The customer confirmed that there was no patient harm associated with the reported event.